Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs additional suspect medical device components involved in the event: model number/catalog number: nm-3138-55. Serial number: (B)(6) batch/lot number: 7135322. Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55. Serial number: (B)(6) batch/lot number: 7133775. Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced ongoing headache, scalp pain, and neck pain following deep brain stimulation (dbs) implantation. The patient believed the pain was related to the dbs leads and extension wires, as the pain was localized along the hardware pathway. Despite these symptoms, the patient reported significant therapeutic benefit from dbs therapy, including substantial tremor relief. The patient's medical history was notable for kidney stones, a urinary tract infection positive for e. Coli and vancomycin-resistant enterococcus (vre), associated neck pain, a neck abscess, and lemierre's syndrome involving a thrombus in the left internal jugular vein. The patient was treated with antibiotics administered through a peripherally inserted central catheter (PICC) line and subsequently completed a course of physical rehabilitation. As part of the evaluation and management of the pain symptoms, the patient was referred to pain management and ent plastic surgery. Trigger-point steroid injections improved the scalp pain; however, neck pain persisted. Ent plastic surgery determined that a scalp flap procedure was unlikely to provide symptom relief and advised that system explantation might be necessary. During neurosurgical evaluation, no redness, inflammation, or other objective signs of infection were observed. Although infection along the extension wire was suspected, it could not be confirmed. As part of the intervention, the implantable pulse generator (ipg) and extensions were explanted, while the dbs leads remained implanted. Culture results obtained following the procedure did not identify evidence of infection. Postoperatively, the patient reported significant improvement in pain and discomfort, with resolution of the previously reported pain symptoms. However, the patient also reported worsening tremor symptoms following loss of dbs therapy and rated the tremor severity as 7 out of 10. The patient was considering future reimplantation and was undergoing evaluation for possible revision. The explanted devices were not returned for analysis and were unavailable for evaluation.